Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. Product ID: 3389s-40, lot# va0rb07, implanted: 2015-(B)(6), product type: lead. Product ID: 3389s-40, lot# va0r1xb, implanted: 2015-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that there were impedances of greater than 40,000 ohms on all electrode pairs involving electrode 3, including case. This was the first time programming the patient when this issue had occurred. This had not affected therapy and the patient was able to be programmer without electrode 3. The patient had had stage one implant on (B)(6) 2015 and stage two on (B)(6) 2015. No outcome was provided, further follow-up is being conducted. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received reported the impedance issue had not resolved. No lead fractures were noted. No troubleshooting, I nterventions, or other actions were taken. The patient was doing well using other contracts. The patient was being clinically monitored and they had recovered without permanent impairment.